Event description:
The user reported that the device loops broke off while attempting to remove an inferior vena cava (ivc) filter. A new device was used to retrieve the broken end without incident. The ivc filter was left in place. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.